Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where the user reports of sensor inaccuracy and no bruising. The problem started when he wear the transmitter during the MRI.